Event description:
Dealer reported that the (B)(4) power chair was involved in a car accident, no fault of the chair. Dealer stated that the end user was crossing in a crosswalk and a car hit them. Dealer advised enduser is in the hospital. No additional information available. No malfunction of the product. Filing based on injury.